Event description:
It was reported that the customer was treated in the emergency room due to a high blood glucose reading of 1100 mg/dl. The mother felt that the insulin pump was not calculating the correct amount of insulin to be delivered. The mother and health care professional both felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.